Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. Customer either continued to use the existing cartridge or loaded a new cartridge to resolve the issue customer¿s blood glucose level was in the 130-155 mg/dl range.